Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral hernia. It was reported that after implant, the patient experienced recurrence, mesh contracture, and adhesions. Post-operative patient treatment included revision surgery, mesh resected, and hernia repair with new mesh.